Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the patient on 08/18/97. On 08/20/97 the "helium leak" alarm sounded from the system 97 pump. Two hours later, blood leaked into the catheter and the iab was removed with difficulty. (Event complications: none from the event - reported 08/22/97.) (Pt's current status: unk - rpt'd 08/22/97.)